Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2015 due to medial and lateral instability, tight inflexion and a tendon tear from the inferior patella. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components" and under possible adverse effects it states, "patellar tendon rupture and ligamentous laxity".